Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received seven (7) photo samples. Six photo samples showcases an overview of 2-way catheter with cut portion of inlet tubing. Seventh photo sample showcases a drawing of 2-way catheter with native writing. Received one (1) 2-way catheter with cut portion of inlet tubing (without original packaging). Visual inspection noted a 0.060" pinhole found on the shaft of the catheter and located 0.3125" from the bifurcation. This is out of specification per inspection, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked from the 2 locations, from the inflation valve and from near the inlet tube.

Event description:
It was reported that sterile water leaked from the 2 locations, from the inflation valve and from near the inlet tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.